Manufacturer narrative:
A beckman coulter field service engineer (fse) inspected the system on customer site and found bubbles in the buffer line. The fse determined the probable cause for the erroneous na and k patient results was defective vacuum pump and connector valve. The fse replaced the vacuum pump and connector valve to resolve the issue. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of high sodium (na) and potassium (k) results for patient samples on their au480 clinical chemistry analyzer (pn: b12183, sn: (B)(6)) with ion selective electrode (ise). The samples were rerun before release, and normal results are generated. There was no injury, death or delay/change in treatment associated with this event. The customer did not provide patient data and/or patient demographics.